Manufacturer narrative:
Conclusion: according to the information received from the field the recipient had an infection in the ear canal, which led to an extrusion of the electrode lead. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the infection. Additionally during device investigation damage to the active electrode likely caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. The problems described in the recipient's report seem to match the damage found. This is a combined initial and final report.

Event description:
The mother noticed the electrode lead extruded in the ear canal, but the user was still hearing as usual. As per the mother no trauma occurred. The user was re-implanted on (B)(6) 2020.